Event description:
It was reported that "the iab was not able to pass through the sheath therefore, the dr. Tried to pull it back out. When the iab was being pulled out, it was found that the catheter ruptured". Additional information received that a second catheter was used and inserted at the same site as the previous catheter. No patient injury, harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab insertion difficulty is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "the iab was not able to pass through the sheath therefore, the dr. Tried to pull it back out. When the iab was being pulled out, it was found that the catheter ruptured". Additional information received that a second catheter was used and inserted at the same site as the previous catheter. No patient injury, harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were supplied kit components including short arterial pressure tubing, two 0.025in guidewire, 8 fr dilator and 8 fr teflon sheath. The returned 8 fr teflon sheath was noted damaged; the teflon sheath extrusion was noted cut at approximately 4.4cm from the teflon sheath hub; it cannot be confidently determined when this damage occurred to the sheath. The remaining length of the teflon sheath extrusion was not returned with the sample. No damage or abnormalities were noted to the other returned components. Upon return, the peel away sheath was noted on the returned sample; a portion of the "arrow" packaging sticker was noted on the peel away sheath. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the r eturned sample. Dried blood was also noted within the iabc helium pathway. Furthermore, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray; the arrow sticker was noted cut/ripped and portions of the sticker were completely missing. The returned state of the original packaging tray indicates that the iabc was not prepped correctly per the instructions for use (IFU). The packaging sticker covering the iabc bladder is not to be removed. The instructions for use states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage, most likely dried blood, was unable to be cleared. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut to the iabc bladder consistent with contact from a sharp object, was noted near the proximal end of the bladder approximately from 22.1cm to 22.5cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 49.6cm from the iabc distal tip, which is the location of the blocked/clotted central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.8cm from the iabc luer, which is the location of the blocked/clotted central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab was not able to pass through the sheath" is confirmed. The returned intra-aortic balloon catheter (iabc) was noted with a puncture to the bladder, consistent with contact from a sharp object. A bladder leak could cause difficulty prepping the device and result in insertion difficulty. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates that the iabc was not prepped correctly per the IFU. As a result, an in- service for the customer is requested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. A probable root cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the iab was not able to pass through the sheath therefore, the dr. Tried to pull it back out. When the iab was being pulled out, it was found that the catheter ruptured". Additional information received that a second catheter was used and inserted at the same site as the previous catheter. No patient injury, harm or consequence reported. Patient condition reported as "fine".